Event description:
While on a vent transport from hospital to hospital. Reporter was 9 min. From destination when vent alarmed total system failure. Patient was immediatly bagged with a bvm. There were no incident with patient and patient was handed to the hospital staff with no compromise.